Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing was observed on the atrial channel of the pulse generator through a remote merlin.net transmission. A diagnostics anomaly occurred as a result. No patient symptoms were reported. No changes were made and the patient would continue to be monitored.